Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that during upgrade this right ventricular (rv) was pulled and when tested the lead exhibited high pacing thresholds. Additional information indicates that the lead was broken in several piece during extraction. The lead was kept by the hospital and will not be returned. This rv lead was explanted. No additional adverse patient effects were reported.